Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 39565-65, serial # (B)(4), product type lead.

Event description:
It was reported that there was a confirmed flipped device. Actions required as a result of the event was surgical intervention. It was noted that the battery was almost flipped over and a pocket revision was done. The patient was having difficulty recharging and the pocket site was hurting. X-rays were done. Device pocket was painful. Additional information received reported the battery was flat but when the patient went home it had just started to flip. Patient was doing well now as far as the manufacturing representative knew. It was noted that the healthcare professional had to put the battery deeper for it to stay flat.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s device had been moving around for the past 2 days. When lying on the left side or when standing up and starting to walk, the patient could feel the device moving within 5-10 minutes. The patient had not had any recent falls or trauma. The patient had to charge the implantable neurostimulator (ins) more frequently as the device could last one week before it needed to be charged. The patient had charged the ins to full on the tuesday prior to the date of this report, and by that ¿friday/saturday¿ the device was almost empty and needed to be charged again. The patient then charged on saturday for 4 hours with 6 coupling bars, and then needed to charge again on the day of this report. It had been getting more difficult to charge the ins ¿each time¿ due to the ins moving inside the pocket. The patient had another ins pocket revision scheduled for (B)(6) 2014 to move the ins to another buttock location. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3007566237-2014-01834.